Event description:
The report stated that during a tonsillectomy the corner of the patient's mouth was burned. The burn was debrided and sutured. It was described as a second degree burn. Child went to plastic surgeon the following day but hospital has received no further updates on the patient.

Manufacturer narrative:
Date of initial report: 01/06/2009. The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.